Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic case, every time the surgeon placed the device through the trocar the product pulled apart and the mesh was torn. The patient was alive with no injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation three devices. The visual inspection of the returned product noted that one was received opened and one sealed. Each product was received in fragments and were observed to be brittle. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.